Manufacturer narrative:
Unit received with currents in spec. Unit unable to prime during the prime, system sensor test and alarm during basic occlusion test due to loose and protruded drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly. Minor scratched lcd window cracked near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the keypad is stuck in the rewind menu. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.